Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced "white complexion", a loss of consciousness and was unable to self-treat, requiring third-party administration of chocolate, sugar, and a banana for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values were observed, which pointed to a late removal of the sensor by the user. No other abnormalities were observed with the sensors data. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed to late sensor removal. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time reader has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced "white complexion", a loss of consciousness and was unable to self-treat, requiring third-party administration of chocolate, sugar, and a banana for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Sensor data was analyzed and no other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed due to lsa (late sensor attenuation). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced "white complexion", a loss of consciousness and was unable to self-treat, requiring third-party administration of chocolate, sugar, and a banana for treatment. There was no report of death or permanent impairment associated with this event.